Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on. The customer reported that it had shut down unexpectedly and stated that attempted to unplug and reconnect the station; however, it did not power on there were no delays or adverse events or injuries reported based on this event.